Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the calcified right common femoral artery was attempted using a starclose se device with a 6fr sheath after a superficial femoral artery stenting. Reportedly, after multiple puncture attempts and, with an antigrade approach, the starclose se sheath split 2cm. The starclose se thumb advancer would not advance any further. The safety release mechanism was used to remove the starclose se device. Hemostasis was attempted with manual arterial compression; however, it was not successful. Hemostasis was achieved with a simple surgical suture. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported thumb advancer resistance was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Reportedly, femoral angiogram showed calcification at the access site. It should be noted that the starclose se instructions for use states: do not deploy the clip in areas of calcified plaque. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.